Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The physician reported via phone call that customer was hospitalized due to high blood glucose on (B)(6) 2020 with blood glucose of 650 mg/dl. Blood glucose level was came down 200 points after treatment. Customer was treated with insulin pump and intravenous fluids in hospital. It was unknown that if the insulin pump was in auto mode at the time of the incident. The insulin pump will not be returned for analysis.